Event description:
It was reported that a patient presented with undersensing that resulted in no mode switching on their pacemaker when they were in flutter. The device was reprogrammed to address the issue. There were no patient consequences and will continue to be monitored.